Manufacturer narrative:
The catheter was returned and analysis found catheter/sc connector/coring-tears-cuts in seal/meets leak criteria per (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that there was no suspected device issue. It was routine pump replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received unknown baclofen 2000mcg /ml; 400mcg/day in an implantable pump for intractable spasticity, post spinal cord injury. The patient medical history and concomitant medications were unable to be obtained. The drug dosage had been increased and the patient was not satisfied with therapy. There were no known environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was unknown. The pump and catheter were replaced on (B)(6) 2018. The old catheter pump segment was explanted and the old catheter spinal segment was tied off and remained implanted. The pump was replaced to increase pump size to 40ml capacity. The event was considered resolved. The patient status was indicated to be alive with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated no dye study was performed during the replacement procedure. Due to the age of the catheter, the health care provider (hcp) decided to replace the entire catheter. The pump and pump catheter segment would be returned.